Event description:
It has been reported to philips that the wireless footswitch was not connecting to the allura system, and the wi-fi indicator was red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the wireless footswitch intermittently losses connection. Per the information collected, the wi-fi indicator on the footswitch was flashing red, which indicates that there was an error in the wireless connection between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction (z-2485-2023). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.